Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) for its left ventricular (lv) lead. Asystole was noted on the electrogram (egm). Additionally the patient had a syncopal episode as a result. This crt-p remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) for its left ventricular (lv) lead. Asystole was noted on the electrogram (egm). Additionally the patient had a syncopal episode as a result. This crt-p remains in service. No additional adverse patient effects were reported. Information from the field indicates the patient was examined in clinic and the device was within normal limits and stable. This device remains in service. No adverse patient effects were reported.